Manufacturer narrative:
The problem was isolated to the display. Visual inspection showed cold solder on the display pcb. The display pcb was replaced. (B)(4).

Event description:
It was reported to covidien that the spo2 lights on the display were going out. Upon evaluation it was discovered that all the digits on the spo2 side of the display were missing a segment. There was no patient harm.